Event description:
It was reported that the patient had the artificial urinary sphincter 9 cm cuff component replaced with a 6.5 cm cuff due to incontinence as the cuff was too large. The cuff was the correct size at the time of the initial implant according to the physician measured. The patient was still leaking upon activation of his device. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.